Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# (B)(6) serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient had been admitted and had undergone a intrathecal baclofen pump replacement. During this surgery the intrathecal catheter had kinked, got stuck inside, and got broken inside. So, a second intrathecal catheter was requested which was not immediately available. The catheter was explanted immediately from intrathecal space after it broke on (B)(6) 2024. The physician had discarded the catheter.

Manufacturer narrative:
Other medical products in use during the event include: product ID: 8731sc (lot: 0228435214), product type: 0184-catheter, implant date:(B)(6) 2024, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that during the implantation procedure, the catheter was punctured.  No diagnostic tests or troubleshooting had been performed.  The complete catheter was explanted.  The issue was not resolved as of (B)(6) 2024.  The catheter was to be replaced in the future.  The patient status as of (B)(6) 2024 was unknown.  There were no known external factors that may have led or contributed to the event.  The healthcare provider had discarded the catheter.  The patient gender, age, and weight at the time of the event was unknown or would not be made available.